Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During a coronary stenting procedure, the 2.50x13mm cypher stent came off of the balloon before deployment. The device was retrieved. The target lesion was the mid right coronary artery (rca). No additional information was given.